Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11.corrected field: g1 (contact person ¿ mfg site), h4.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the touch screen. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site.

Event description:
It was reported that during a previously scheduled service performed by a getinge field service engineer (fse) it was noted the touch screen of the cardiosave intra-aortic balloon pump (iabp) was intermittent and would not allow soft keys to be initiated. There was no patient involvement, and no adverse event reported.